Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02564. It was reported during a reprogramming session with the patient, the patient stated she feels one side of her back where her scs leads are located feels warmer. The patient's spouse also stated that the patient seems to have more pain on her left side lead area than the rest of her back. Follow-up identified x-rays taken did not show any abnormalities. The patient is receiving stimulation in the correct area, however, she does not like the sensation. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.